Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip movement after deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing the mr to 1+. After deployment, the clip shifted and was angled medial to lateral and the mr increased to 2+. Another clip could not be placed due to the small mitral valve; therefore, the procedure was completed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no indication to indicate a lot specific product issue. All available information was investigated and a cause for the reported partial clip movement could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.